Event description:
The customer initially called for assistance in taking the insulin pump out of the suspend mode. The customer then stated that she was treated in the emergency room for a low blood glucose reading of 24 mg/dl. The customer had no further info about the event. The customer then stated that insulin was shooting out of the needle when performing the manual prime. Troubleshooting was performed and the insulin pump was not priming properly. The customer refused to return the insulin pump. Advised the customer to revert to a back-up plan. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.